Manufacturer narrative:
(B)(4).

Event description:
It was reported that during inspection, the renasys touch device was found to have an obstruction. No patient was involved.

Manufacturer narrative:
The device, intended for use in treatment, has been received and evaluated. A visual inspection reported no defects. The functional evaluation found the device was contaminated preventing further testing. The contamination would have contributed to the reported event, establishing a relationship with the reported event. However, the root cause remains undetermined. Probable cause includes device orientation, the IFU offers further guidance. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.